Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
A (B)(6) service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting valve was replaced to resolve the issue. Unique identifier:(B)(4). Legal manufacturer: hcs madison (B)(4).